Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review (B)(4) revealed no non-conformances against the reported lot number (8163564).

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat valgus osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, tibial tray migration, mispositioning, and loosening at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and depuy cement x 2. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, left knee.